Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer received the alarm during prime tubing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. No prime alarms noted. However, we were unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. The insulin pump received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.